Manufacturer narrative:
A specific root cause could not be determined. Possible root causes may be improper pre-analytic sample handling and worn pinch tubes. The customer could not find a record that the pinch valve tubing had been replaced since (B)(6) 2013. Pinch valve tubing is recommended to be replaced every 2 months.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t (tnt) stat (short turn around time). The sample initially resulted as 0.043 ng/ml accompanied by a data flag. This initial value was reported outside of the laboratory. The laboratory questioned the result since the patient was a (B)(6) male. The sample was repeated on an e601 analyzer, resulting as <0.010 ng/ml accompanied by a data flag. The sample was also repeated on the same elecsys 2010 analyzer, resulting as <0.010 ng/ml accompanied by a data flag. The repeat results were believed to be correct and a corrected result was called to the ER. The customer was not aware of any adverse events that occurred with the patient. The tnt stat reagent lot number was 17328701 with an expiration date of 07/31/2014. The field service representative could not determine a cause. He ran performance testing and found that some results were slightly elevated. He adjusted the photomultiplier tube high voltage to bring the results into specifications. He observed the instrument run performance testing and all results were within acceptable limits. He performed a blank cell calibration. The customer calibrated and ran quality controls on all assays. All results were within the customer's acceptable ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.